Event description:
A low readings issue was reported with the adc device. Customer received a low sensor scan result of 56 mg/dl, that was lower than they felt, and received unspecified treatment by caregiver according to the reading received. Customer subsequently experienced symptoms of hyperglycemia and a seizure and was seen at a hospital where a reading of 182 mg/dl was obtained on the hospital meter. Customer received intravenous insulin (dose/type unknown), unspecified pain medication and unspecified antibiotics for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section(s) updated as follows: h.10: updated investigation summary of returned sensor.

Event description:
A low readings issue was reported with the adc device. Customer received a low sensor scan result of 56 mg/dl, that was lower than they felt, and received unspecified treatment by caregiver according to the reading received. Customer subsequently experienced symptoms of hyperglycemia and a seizure and was seen at a hospital where a reading of 182 mg/dl was obtained on the hospital meter. Customer received intravenous insulin (dose/type unknown), unspecified pain medication and unspecified antibiotics for treatment. There was no report of death or permanent impairment associated with this event.